Manufacturer narrative:
The reported complaint is confirmed as a visual examination of the returned dialyzer observing debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with no indication of blood exposure within the fiber bundle. Coagulated blood was noted between the cavity ID end screw flange and the dialyzer housing. The dialyzer was subjected to a laboratory leak test where a leak was detected. Visual characteristics of the debris are consistent with polyethylene silvers; they are thing and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment, a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on the same machine. The sample is available for MFR eval and has been requested.